Event description:
(B)(4). This unsolicited case from united states was received on 06-dec-2017 from an other health care professional. This case concerns a (B)(6) patient (gender unspecified) who received treatment with synvisc one and later after unknown latency can't bear weight on the leg, redness, pain, swelling and knee aspirated. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (expiry date: unknown) (batch/lot number: 7rsl021) in left knee for osteoarthritis. On an unknown date, after unknown latency, patient had device malfunction. It was reported that the patient had pain, swelling, redness and could not bear weight. The patient had the knee aspirated. Corrective treatment: knee aspirated for swelling; not reported for rest events outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a female patient who received synvisc one injection from recalled lot and later had pain, swelling, redness, can't bear weight and knee was aspirated. Based upon the company investigation, the causal role of the product cannot be ruled out with the occurrence of events. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This case was cross reference with case ID's: (B)(4) (duplicate). This unsolicited case from united states was received on 06-dec-2017 from other health care professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and on the same day patient experienced can't bear weight on the leg/ difficulty with weight bearing on left leg, pain/ extreme pain, swelling and knee aspirated/left knee aspirated 65cc, mildly cloudy serous fluid removed and after unknown latency experienced redness. Also device malfunction was identified for the reported lot number. No past drug, medical history or concurrent condition was provided. Patient's concomitant medication included ibuprofen. Patient had no known allergies. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: may-2020) in left knee for osteoarthritis. On the same day, patient had device malfunction. It was reported that the patient had extreme pain, swelling and could not bear weight on the left leg. On the same day, patient had the knee aspirated and 65 cc mildly cloudy serous fluid was removed. On an unknown date, after unknown latency, patient had redness. On (B)(6) 2018, patient recovered from the events of can't bear weight on the leg/difficulty with weight bearing on left leg, pain/extreme pain, swelling and knee aspirated/left knee aspirated 65cc. Corrective treatment: knee aspirated for swelling, knee aspirated/left knee aspirated 65cc; anti-inflammatory drugs, ice, elevation for swelling, pain/extreme pain and can't bear weight on the leg/difficulty with weight bearing on left leg; not reported for rest events outcome: recovered for can't bear weight on the leg/difficulty with weight bearing on left leg, pain/extreme pain, swelling and knee aspirated/left knee aspirated 65cc; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: medically significant for can't bear weight on the leg/difficulty with weight bearing on left leg, pain/extreme pain, swelling and knee aspirated/left knee aspirated 65cc, mildly cloudy serous fluid removed, device malfunction follow up was received on 05-jan-2018. Global ptc number was added. Additional information was received on 13-feb-2018 from healthcare professional. Suspect medication therapy details updated. Related case ID's added. Event term was updated for the event of pain to pain/extreme pain; can't bear weight on the leg to can't bear weight on the leg/difficulty with weight bearing on left leg; knee aspirated to knee aspirated/left knee aspirated 65cc. Additional event of mildly cloudy serous fluid removed was added with details. Corrective treatment was updated for knee aspirated/left knee aspirated 65cc, swelling, pain/extreme pain and can't bear weight on the leg/difficulty with weight bearing on left leg, event outcome was updated for the event of can't bear weight on the leg/difficulty with weight bearing on left leg, pain/extreme pain, swelling and knee aspirated/left knee aspirated 65cc. Concomitant medication added. Clinical course updated and text amended. Pharmacovigilance comment: sanofi company follow up comment dated 13-feb-2018: this case concerns a female patient who received synvisc one injection from recalled lot and later had pain, swelling, redness, can't bear weight, knee was aspirated and had synovial fluid analysis abnormal. Temporal relationship can be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the event to the product cannot be excluded.